Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on an extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint there was no indication that the product did not meet specifications. The reported complaint is related to an adhesive issue-over bandage/support mount to the freestyle libre sensor. Dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a premature detachment with the freestyle libre 2 sensor and replacement product was ordered. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels and experienced a seizure and loss of consciousness and was unable to self-treat, requiring treatment of orange juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a premature detachment with the freestyle libre 2 sensor and replacement product was ordered. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels and experienced a seizure and loss of consciousness and was unable to self-treat, requiring treatment of orange juice by a third-party. There was no report of death or permanent injury associated with this event.